Event description:
It was reported that the patient heard a pop while exercising and upon observation in the or the poly portion of the patella was disassociated from the metal backing of the patella. The surgeon revised the left knee.

Manufacturer narrative:
The patient is inches in height. An event regarding patella disassociation involving a triathlon mb patellar component was reported. The event was not confirmed. Method and results: device evaluation and results: not possible as the component was not returned for evaluation. Medical records received and evaluation: not possible as no medical records were provided. Device history review: DHR review was satisfactory. Complaint history review: chr review determined that there were no similar events reported for the lot. Conclusions: the reported event cannot be confirmed with the limited information provided. The cause of the event can not be determined without further information such x-rays, operative reports, patient history, follow-up notes and device evaluation.

Event description:
It was reported that the patient heard a pop while exercising and upon observation in the or the poly portion of the patella was disassociated from the metal backing of the patella. The surgeon revised the left knee.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned to manufacturer.